Event description:
The customer reported that they are having o2 cell calibration issues with the ventilator. No patient involvement.

Manufacturer narrative:
Add'l manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/28/2015.failure analysis: received blender module ii p/n: 16358, (B)(4). Visually inspected the part for defects. It was installed in known good unit p/n 16532-00 (B)(4). Powered on in svt mode and the blender leaked after the unit boot up causing the o2% to be low. The source of the leak was the blender regulator. After disassembling the regulator it was found that the seals were broken and the piston shaft had debris in it. Findings/root-cause: this is a known issue for regulators manufactured before 28 october, 2014 and has been corrected by a change order. Updated reflect the analysis.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and heard a "leak" when the o2 pressure was attached. Installed replacement blender and recalibrated o2 cell, tested the ventilator. Ventilator and blender meet specifications.